Event description:
Clinical engineering was notified of a problem with a mallinckrodt illumena injector used in the cath lab. The cath tech stated that the injector had blown the catheter off of the syringe during a "test" injection to verify the position of the catheter. Ce took the injector "out of service" and gave them a spare injector to use. Ce called mallinckrodt service and a technician came in to check the injector the next day. Ce and the service tech gathered information from the cath tech on the event and tested the injector. The cath tech stated that he was using the "fill-control bar" for the test injection and that the stop-cock on the manifold was closed during the test injection and should have been open. The service report states that the service tech verified that the pressure limiting system in the injector was operating properly and that when the "fill-control bar" was used "there was no pressure limiting." He felt that the "fill-control bar" should not be used for injection. I verified that the instruction manual states that the "fill-control bar" can be used for "test" injections. I called mallinckrodt to question whether the "fill-control bar" should be used for a test injection if there was not pressure limiting and mallinckrodt was also concerned about this situation. They strongly recommended that the "fill-control bar" should not be used for a "test" injection until they can do testing and verification of this product. The director of cardiology was notified and the cardiology and radiology staff received education. Manufacturer response for injector, mallinckrodt, they will check other devices.